Manufacturer narrative:
A review of the device¿s serial number history revealed no prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced. The alleged device failure was not confirmed. The probable cause remains undetermined. The investigation is ongoing. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. During device evaluation, the reported air-in-line (ail) issue was not reproduced. However, it was discovered the device failed the 30 psi occlusion test, with a measured value of 20.1 psi. A review of the device¿s serial number complaint history identified no prior similar complaints. The 30 psi occlusion test failure was confirmed; the probable cause remains unknown. Reference to complaint #: (B)(4).

Event description:
Intuvie received a report that, upon completion of an infusion, the pump did not alarm for air-in-line (ail). The nurse identified the condition before any air was infused into the patient. The medication being administered was gammagard. The customer reported the 10-step infusion rate (ml/hr) protocol was being used, specifically steps 1 and 2 only. Vital signs were checked every 30 minutes. Vtbi is unknown. The reported ¿no air-in-line (ail) alarm¿ issue was not reproduced during device evaluation. However, the device failed the 30 psi occlusion test, with a measured value of 20.1 psi. No patient harm was reported.

Manufacturer narrative:
Testing of the ultrasonic processing boards, including visual inspection, imaging, and targeted thermal stress of dfmea-identified components did not reveal debris, signal instability, or functional anomalies. The ultrasonic air-in-line detection circuitry responded as designed under both empty-tubing and liquid-present conditions. The reported failure mode was not confirmed, and the probable cause remains undetermined.

Event description:
This time the pump did not alarm, and the line ran completely dry. The best estimate of air infused was less than or equal to 20ml. This was a different medication and a different rn.